Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead disloged. The implantable cardioverter defibrillator (ICD) was programmed to vvt mode. The patient's condition was - good - before and after the event.